Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned in segments, analyzed and outer insulation was breached - metal induced oxidation. It was noted that the distal conductor was distorted, there was blood/body fluid on all conductors (not obstructed), the outer insulation had metal induced oxidation, the outer insulation had cosmetic environmental stress cracking, there was a white substance on the outer insulation, the outer insulation had a cosmetic depression, there was blood in/on the helix mechanism and the lead was stretched.

Event description:
It was reported that the lead was dislodged during an upgrade procedure. The lead was explanted and replaced. No patient complications were reported as a result of this event.